Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 42% to 16% over the course of approximately 6 months. The data from this device was not provided for analysis. The device remains in service and it was mentioned that the device is expected to be replaced in the next weeks. No adverse patient effects. The device data was provided for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 42% to 16% over the course of approximately 6 months. The data from this device was not provided for analysis. The device remains in service and it was mentioned that the device is expected to be replaced in the next weeks. No adverse patient effects. The device data was provided and analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 42% to 16% over the course of approximately 6 months. The data from this device was not provided for analysis. The device remains in service and it was mentioned that the device is expected to be replaced in the next weeks. No adverse patient effects. The device data was provided and analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 42% to 16% over the course of approximately 6 months. The data from this device was not provided for analysis. The device remains in service and it was mentioned that the device is expected to be replaced in the next weeks. No adverse patient effects. The device data was provided and analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.